Event description:
The customer alleged that the operator's eyes were exposed to hba1c reagent mixed with patient blood. Exposure occurred while the operator was running a hba1c sample. The operator pulled the buffer tab on the hba1c reagent and the reagent mixed with blood sample sprayed their eyes. The operator was not wearing eye protection when the indent occurred. Following the exposure the operator used the eye wash station but did not seek medical attention. Customer stated the operator is doing well.

Manufacturer narrative:
A reviewed of the certificate of analysis for the reagent lot in use at the time of the event was performed and has passed all specifications upon manufacturing release. A review of the complaint database has shown that there are no other reports of leaking product for this reagent lot. It is recommended that operators wear proper protective equipment to avoid exposure. The cause of this event is unknown.